Event description:
It was reported that when the device was used during a lobectomy procedure, the staple of the front edge was malformed and box shaped. It was not reported how the case was completed. There was no reported pt consequence.